Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there were white powdery substance in the sterile tubing

Manufacturer narrative:
The particle/debris condition was confirmed on the unit received at stryker (B)(4). As per risk document likely root causes are: 1. Manufacturing/assembly error, 2. Incorrect or inadequate packaging, 3. Severe shipping conditions, 4. User error in not properly inspecting unit prior to use. With the evidence at hand, the most likely root cause is severe shipping conditions. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there were white powdery substance in the sterile tubing.